Event description:
The customer contact reported a disconnection. An extension set was attached to the patient's IV catheter. The option-lok of the plum tubing set was connected to the clave of the extension set and the therapy was started. At an unspecified time, the nurse noted that the option-lok disconnected from the clave and an unspecified volume of the unspecified IV solution "ran into the bed." The plum tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.